Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
The patient returned for follow-up on (B)(6) 2015 and showed no evidence of a type ia endoleak, but rather multiple type ii endoleaks from patent lumbar vessels entering the aneurysm sac. Type ii endoleaks are not device related.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was advanced and positioned as expected. The final angiogram showed the presence of a type ia endoleak that was not resolved following ballooning and the placement of a stent in the seal zone. A review of the pre-case CT and intraoperative imaging showed that the aortic diameter at the intended landing zone was outside the treatment range for the implanted stent graft. As of the date of this report, there have been no re-intervention procedures or additional patient sequelae reported and the patient will continue to be monitored.